Event description:
It was reported that, the battery in a 980 ventilator failed. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. When the returned component was installed into a test ventilator, it would not charge the battery when connected to wall power which then generated a battery charge error. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause was isolated to the battery. If information is provided in the future, a supplemental report will be issued.